Event description:
It was reported by the customer that their insulin pump's down arrow button was not responsive. Customer stated they removed and reinserted the batteries, however the issue returned. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 196 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Manufacturer narrative:
The insulin pump buttons functioned properly during the testing. No keypad connector was unlocked. No corrosion or water damage was noted on the keypad traces. The insulin pump had a cracked case on the display window corners, minor scratches on the display window and a cracked reservoir tube lip.